Manufacturer narrative:
The patient¿s age was reported as ¿in his 70¿s¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by inflammation and pyrexia. Five days prior to the event onset, the patient was hospitalized for an unrelated medical condition. The cause of the peritonitis event was not reported. The patient was treated with intraperitoneal ceftazidim (dose, frequency and duration not reported) for peritonitis. Reguneal therapy remained ongoing. The inflammation and pyrexia were alleviated with ceftazidim therapy. At the time of this report, the patient was recovering. No additional information is available.